Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent delivery system (sds) failed to cross the lesion and during removal from the pt, into the guiding catheter, the stent dislodged from the balloon into the periphery. No attempts were made to remove the dislodged stent and it remains in the pt. No additional event or pt information is available.

Manufacturer narrative:
Eval summary: quality assurance revealed that the stent delivery system (sds) was returned with blood and contrast on the balloon, on the distal shaft, and on the hypotube. The stent implant was dislodged from the balloon and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were two kinks in the distal shaft 8.2 cm and 11.2 cm distal to the guide wire exit notch. There were no kinks or damage noted to the tip. There was no other damage noted to the sds. The tip seal length was measured and this met mfg criteria. Product performance engineering reviewed the incident. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt's anatomical morphology, pt's disease state, pre-dilatation strategy, sds placement technique, interactions with other products, product size selection and accessory device support. The pt's anatomy was not described in the case details, which may have aided the investigation. Analysis of the returned product found that the stent implant was dislodged and not returned, which is consistent with the reported info that the stent was not retrieved from the pt's anatomy. The balloon was returned tightly folded with crimp marks visible between the markers, suggesting that the stent implant had been crimped in the correct location during mfg. It is possible that during the attempts to advance across the target lesion and then retract the sds, an interaction between the stent implant and pt's anatomy or other devices contributed to the dislodgement. Based on the incident information and returned product analysis, there are no indications of any product deficiencies that could have contributed to the difficulties experienced, and it appears that the failure to advance and dislodgement were related to the operational context of the product. Two kinks were noted in the distal shaft during analysis of the returned sds, though there was no kink damage reported in the incident info. It is possible that the shaft kinked during the procedure or after the procedure, as the product was packaged for return to abbott vascular. As the reported difficulties appear to be related to the operational context of the product, no corrective action will be implemented in this case. Product performance engineering will monitor the incident circumstances. This MDR is considered closed by the product performance group.